Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose after changing the infusion set and cartridge, with the ilet delivering insulin through a convatec steel infusion set while the protective needle guard remained on, leading to bent sets and inadequate insulin delivery; the highest recorded glucose was 343 mg/dl for approximately four hours, with alerts above 300 mg/dl and no ketone testing, back-up therapy, medical intervention, or assistance required. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem, and an improper procedure related to the infusion set cannula, specifically failure to remove the connector needle¿s protective cap prior to insertion. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Replacement supplies were shipped and education was provided, after which insulin delivery was confirmed and glucose trended down.